Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('this metal coil is surrounded and penetrated by white-tan fibrous-like tissue') in a 23-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, ex-smoker, c-section, pulmonary embolus, right lower quadrant pain, herpes nos and passenger in motor vehicle accident. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath, flank pain, gerd and hemorrhoidectomy. Concomitant products included ciprofloxacin from (B)(6) 2012 to (B)(6) 2012, docusate sodium (colace clear), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2014, macrogol 3350 (miralax) from (B)(6) 2012 to (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and sumatriptan succinate (imitrex df) from (B)(6) 2009 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). In (B)(6) 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), urinary retention ("she cant empty her bladder"), headache ("headaches"), urticaria ("rashes/ rashes or skin conditions type: hives"), skin disorder ("skin conditions") and infrequent bowel movements ("move my bowls twice a month "). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, dyspareunia, menorrhagia, urinary retention, urinary tract infection, depression, anxiety, migraine, headache and skin disorder outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, nausea and urticaria had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, headache, infrequent bowel movements, menorrhagia, migraine, nausea, pelvic pain, skin disorder, urinary retention, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 - examination performed: abdomen impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus.; on (B)(6) 2014: facial bones. Impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram abdomen - on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact. Distended gallbladder, nonspecific.the appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized.the colon is partially decompressed and its wall difficult to evaluate.; on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact, distended gallbladder, nonspecific. The appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized . The colon is partially decompressed and its wall difficult to evaluate. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression : 1. No renal or ureteral calculus or hydro nephrosis or hydro ureter . 2. 2.6 x 2.8 cm cystic structure in the region of the right adnexal like l y represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. 3. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device. Cytology - on (B)(6) 2015: final diagnosis. Cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora.; on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush-satisfactory for evaluation. Endocervical cells present.hyperkeratosis present. Predominance of coccobacilli consistent with shift in vaginal flora.. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium . White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Events: move my bowls twice a month added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, smoker and c-section. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. On (B)(6) 2014 - examination performed: abdomen. Impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath and flank pain. Concomitant products included ciprofloxacin, docusate sodium (colace clear), ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe), hydrocodone; paracetamol (acetaminophen; hydrocodone), macrogol 3350 (miralax) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), headache ("headaches"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, nausea, dyspareunia, rash and skin disorder outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones. Impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus . On (B)(6) 2014: facial bones. Impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression: no renal or ureteral calculus or hydro nephrosis or hydro ureter. 2.6 x 2.8 cm cystic structure in the region of the right adnexal likely represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device. Cytology - on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora. On (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush- satisfactory for evaluation. Endocervical cells present. Hyperkeratosis present predominance of coccobacilli consistent with shift in vaginal flora. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium. White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, anxiety, depression, nausea, headache, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: depression and mental anguish, rashes or skin conditions, migraines / headaches, nausea, device breakage, dyspareunia (painful sexual intercourse), abdominal pain, did not undergo essure confirmation test were added. Event medical device complication was replaced with pelvic pain reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, treatment drugs, concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('this metal coil is surrounded and penetrated by white-tan fibrous-like tissue') in a 23-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, ex-smoker, c-section, pulmonary embolus, right lower quadrant pain, herpes nos and passenger in motor vehicle accident. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath, flank pain, gerd and hemorrhoidectomy. Concomitant products included ciprofloxacin from (B)(6) 2012 to (B)(6) 2012, docusate sodium (colace clear), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2009 to (B)(6) 2014, macrogol 3350 (miralax) from (B)(6) 2012 to (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011 and sumatriptan succinate (imitrex df) from (B)(6) 2009 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/anxiety"). In (B)(6) 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), urinary retention ("she cant empty her bladder"), headache ("headaches"), urticaria ("rashes/ rashes or skin conditions type: hives/allergic reaction"), skin disorder ("skin conditions") and infrequent bowel movements ("move my bowls twice a month "). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, dyspareunia, menorrhagia, urinary retention, depression, anxiety, migraine, headache and skin disorder outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, urinary tract infection, nausea and urticaria had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, headache, infrequent bowel movements, menorrhagia, migraine, nausea, pelvic pain, skin disorder, urinary retention, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 - examination performed: abdomen impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Patient received treatment for pain, bleeding, fracture, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus.; on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram abdomen - on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact. Distended gallbladder, nonspecific.the appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized.the colon is partially decompressed and its wall difficult to evaluate.; on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact, distended gallbladder, nonspecific. The appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized . The colon is partially decompressed and its wall difficult to evaluate. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression : 1. No renal or ureteral calculus or hydro nephrosis or hydro ureter . 2. 2.6 x 2.8 cm cystic structure in the region of the right adnexal like l y represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. 3. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device.. Cytology - on 02-jan-2015: final diagnosis cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora.; on 28-feb-2015: final diagnosis cervical/end cervical-cytobrush-satisfactory for evaluation. Endocervical cells present.hyperkeratosis present. Predominance of coccobacilli consistent with shift in vaginal flora.. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium . White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient. Most recent follow-up information incorporated above includes: on 19-may-2020: fu 9 and 10 were processed together. Event outcome and reporter information were updated. On 9-jan-2020: fu 9 and 10 were processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and embedded device ('this metal coil is surrounded and penetrated by white-tan fibrous-like tissue') in a 23-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, ex-smoker, c-section, pulmonary embolus, right lower quadrant pain, herpes nos and passenger in motor vehicle accident. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath, flank pain, gerd and hemorrhoidectomy. Concomitant products included ciprofloxacin from february 2012 to april 2012, docusate sodium (colace clear), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from march 2011 to june 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone) from february 2009 to may 2014, macrogol 3350 (miralax) from april 2012 to may 2014, nsaids since march 2011, paracetamol (acetaminophen) since march 2011 and sumatriptan succinate (imitrex df) from may 2009 to january 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In april 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). In april 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In september 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), urinary retention ("she cant empty her bladder"), headache ("headaches"), urticaria ("rashes/ rashes or skin conditions type: hives") and skin disorder ("skin conditions"). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, dyspareunia, menorrhagia, urinary retention, urinary tract infection, depression, anxiety, migraine, headache and skin disorder outcome was unknown, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, nausea and urticaria had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, embedded device, headache, menorrhagia, migraine, nausea, pelvic pain, skin disorder, urinary retention, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 - examination performed: abdomen impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus.; on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram abdomen - on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact. Distended gallbladder, nonspecific. The appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized. The colon is partially decompressed and its wall difficult to evaluate.; on (B)(6) 2012: findings: interval small ill-defined groundglass nodular densities at the right base could be infectious or inflammatory in this age group, nonspecific. Minor dependent atelectasis. No pneumothorax or pleural effusions the visualized bases. The solid abdominal organs and both kidneys appear to be grossly intact, distended gallbladder, nonspecific. The appendix is visualized and appears unremarkable. Interval postprocedural changes in the pelvis, presumably involving the fallopian tubes, mildly asymmetric on the right, incompletely characterized . The colon is partially decompressed and its wall difficult to evaluate. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression : 1. No renal or ureteral calculus or hydro nephrosis or hydro ureter . 2. 2.6 x 2.8 cm cystic structure in the region of the right adnexal like l y represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. 3. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device.. Cytology - on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora.; on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush-satisfactory for evaluation. Endocervical cells present. Hyperkeratosis present. Predominance of coccobacilli consistent with shift in vaginal flora.. Hysterosalpingogram - on (B)(6) 2015: confirmed that the essure device was successfully occluded.. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium . White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Processed with fu no.06. Previously added event rashes was updated to rashes or skin conditions type: hives. Outcome of the previously added events abnormal bleeding, nausea were updated to recovered/resolved. Concomitant drugs were added. On (B)(6) 2019: mr received. Processed with fu no. 05. New event of "this metal coil is surrounded and penetrated by white-tan fibrous-like tissue" added. Lab data and reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and urinary retention ('she cant empty her bladder') in a 23-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, ex-smoker and c-section. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. On (B)(6) 2014 - examination performed: abdomen. Impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath and flank pain. Concomitant products included ciprofloxacin, docusate sodium (colace clear), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone;paracetamol (acetaminophen;hydrocodone), macrogol 3350 (miralax) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), urinary retention (seriousness criterion medically significant), headache ("headaches"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, urinary retention, urinary tract infection, depression, anxiety, migraine, headache, nausea, dyspareunia, rash and skin disorder outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary retention, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones. Impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus .; on (B)(6) 2014: facial bones. Impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression : 1. No renal or ureteral calculus or hydro nephrosis or hydro ureter . 2. 2.6 x 2.8 cm cystic structure in the region of the right adnexal like l y represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. 3. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device.. Cytology - on (B)(6) 2015: final diagnosis. Cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora.; on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush- satisfactory for evaluation. Endocervical cells present. Hyperkeratosis present predominance of coccobacilli consistent with shift in vaginal flora.. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium . White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, anxiety, depression, nausea, headache, urinary tract infection. Lot number: 809010, manufacture date: 2010-12 expiration date: 2013-12. Concerning the injuries reported in this case, the following ones were reported via social medial: urinary retention quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter information added. Events: she cant empty her bladder added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 23-year-old female patient who had essure (batch no. 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irregular menstruation, ex-smoker and c-section. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. (B)(6) 2014 - examination performed: abdomen. Impression: no evidence for obstruction or free air. Moderate to large amount of stool is visualized within the colon. Previously administered products included for an unreported indication: depo provera and yaz. Concurrent conditions included syncope, anorexia, hemorrhoids, abdominal distension, hyperkeratosis, constipation, neck pain, dizziness, fever, back pain, back pain, vomiting, limb injury, double vision, shoulder injury, scoliosis, ear pain, anxiety attack, groin pain, dysfunctional uterine bleeding, chest pain, shortness of breath and flank pain. Concomitant products included ciprofloxacin, docusate sodium (colace clear), ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), hydrocodone;paracetamol (acetaminophen;hydrocodone), macrogol 3350 (miralax) and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 days after insertion of essure. In april 2011, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/anxiety"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), headache ("headaches"), rash ("rashes") and skin disorder ("skin conditions"). The patient was treated with clonazepam, sennoside a+b (senna lax), sertraline hydrochloride (zoloft) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, migraine, headache, nausea, dyspareunia, rash and skin disorder outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus .; on (B)(6) 2014: facial bones impression: there is an 8 mm mucous retention cyst in the right maxillary sinus. There is mucosal thickening in the left maxillary sinus. Computerised tomogram head - on (B)(6) 2013: impression: opacification of a single posterior left-sided ethmoid air cells. Otherwise unremarkable unenhanced CT of the brain; on (B)(6) 2014: impression: normal noncontrast CT scan of the brain. Computerised tomogram pelvis - on (B)(6) 2012: impression : 1. No renal or ureteral calculus or hydro nephrosis or hydro ureter . 2. 2.6 x 2.8 cm cystic structure in the region of the right adnexal like l y represents a right adnexal cyst. This could be further characterized with pelvic ultrasound if clinically warranted. 3. Metallic linear likely essure devices are noted in the pelvis; on (B)(6) 2015: impression: patchy densities in the right lung base either atelectasis or from infectious or inflammatory disease. No evidence of traumatic injury to the abdomen or pelvis. Incidental note is made of a retroaortic left renal vein. Probable essure device. Cytology - on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush-thin prep vial: satisfactory for evaluation. Endocervical cells present. Predominance of coccobacilli consistent with shift in vaginal flora.; on (B)(6) 2015: final diagnosis cervical/end cervical-cytobrush- satisfactory for evaluation. Endocervical cells present. Hyperkeratosis present. Predominance of coccobacilli consistent with shift in vaginal flora.. Pathology test - on (B)(6) 2015: final diagnosis: hysterectomy with bilateral salpingectomy. Uterus (126 grams) with benign proliferative type endometrium . White metal coils within the uterine cornua and proximal fallopian tubes with associated chronic inflammation and fibrosis. Benign cervix with chronic papillary endocervicitis and reactive squamous me t aplasia . No evidence of malignancy. Surgical margins of resection are benign. Note : the white metal coils were placed in a sterile specimen container as requested by the patient. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, anxiety, depression, nausea, headache, urinary tract infection. Lot number: 809010 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.